Event description:
It was reported during a pcoma aneurysm stent assisted embolization case when the stent (subject device) was advanced in the catheter, it because stuck and could not advance further. When the subject stent was pulled back to be removed, it prematurely deployed in the catheter. The physician replaced the subject device and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection the stent was returned deployed and intact. The distal tip of the stent delivery wire was bent and the tip of the introducer sheath was damaged. Functional testing was not performed as the stent was returned deployed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis and event description. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. Also it was stated in the event description the stent was deployed unexpectedly in microcatheter when the operator withdrew the stent when the friction was felt in the microcatheter. The stent was seen to be deployed when returned for analysis and was intact. The stent delivery wire was found to be bent. The as reported code stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter as well as the as analyzed codes stent introducer sheath distal tip damaged, stent delivery wire kinked/bent, and stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during a pcoma aneurysm stent assisted embolization case when the stent (subject device) was advanced in the catheter, it because stuck and could not advance further. When the subject stent was pulled back to be removed, it prematurely deployed in the catheter. The physician replaced the subject device and completed the procedure without clinical consequences to the patient.